Manufacturer narrative:
A product development investigation was performed for the subject device (drill bit ø2/1.15 cann l150/48 3flute, part number 310.221, lot number f-13358). The subject device was returned with the complaint condition stating: our investigation shows that the drill bit is broken as described in the complaint description. The broken tip part, length of approx. 10 mm, is missing. There are different nicks and striation signs along the flute. However, because of the breakage this complaint is rated as confirmed. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As indicated in the manufacturing documents the correct material was used and the hardness was with the measurement of a minimum of 623 hv and 630 hv according the specification of 580-640hv. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information and missing broken part. We suppose that a mechanical overload situation during use could lead to the breakage. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformance's. Event date: unknown when device broke. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. Received part: 1 x 310.221 / drill bit ø2/1.15 cann l150/48 3flute / lot no. F-13358. Conclusion: our investigation shows that the drill bit is broken as described in the complaint description. The broken tip part, length of approx. 10 mm, is missing. There are different nicks and striation signs along the flute. However because of the breakage this complaint is rated as confirmed. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As indicated in the manufacturing documents the correct material was used and the hardness was with the measurement of a minimum of 623 hv and 630 hv according the specification of 580-640hv. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information and missing broken part. We suppose that a mechanical overload situation during use could lead to the breakage. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformance's. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Hsz, gfa, gff. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates: part #310.221/ lot #f-13358. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: sep 24, 2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the receiving loan set from distributor orthokit centre specialist checked it and found out that the cutting portion of the drill is broken. No surgical delay is reported and no patient is involved. Complaint involves 1 part. (B)(4).